Event description:
The physician was joint to use a penumbra system reperfusion catheter 032 coaxially inside of a reperfusion catheter 054 to treat a stroke patient. Upon taking it out of the package, the catheter 032 had a long flattened section. The device was not used in the patient. The physician opened a new catheter and completed the case without issue.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.the manufacturing records for this lot have been reviewed and did not reveal any outstanding discrepancies, design or quality concerns.

Manufacturer narrative:
Results: there is a kink in the proximal shaft approximately 48 cm from the hub shaft joint. There is a 1 cm flattened section 15 cm from the distal tip. The catheter was introduced into a sample carrier hoop and advanced into the hoop without difficulty. Conclusion: the flattened end of the catheter noted in the complaint is confirmed. Because the catheter was able to advance through a carrier hoop, it is possible that the damage to the catheter occurred prior to removal from the packaging. However, based on the inspection criteria during production of these units and the packaging process, it is unlikely the unit was shipped in this condition.